Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or respond to a magnet application. The patient received an inappropriate shock, which initiated the follow up.